Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited noise in the bipolar configuration. The device was reprogrammed and the issue was resolved. There were no adverse consequences; the patient was in stable condition.